Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information was requested but, the reporter was unable to provide the quantity of affected product and lots related to this complaint issue as some of the product has been discarded. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the pre-cut opening is off center on an unknown quantity and number of lots. The end user was unable to judge how off-center but, she does not use the ones that are off-center. It was further reported that the affected product was combined into fewer boxes so, she is unsure if the information they provide would be accurate. The end user informed that she is disabled and has no ability to take a photograph.